Manufacturer narrative:
Correction: section h6 - adverse event problem medical device problem code should have been 2885 - battery problem rather than 3190 - insufficient information. The results of the investigation are inconclusive since the device was not returned for analysis. Device history record review was performed, and the product passed all quality control tests prior to its distribution. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the device displayed the end of service (eos) message and it is unknown if the elective replacement indicator (eri) message was triggered. In turn, surgical intervention may take place at a later date to address the issue.